Manufacturer narrative:
Concomitant medical products: 8100; pri tubing; secondary set; 500ml bottle immune globulin lot # j6l449, exp. 09/21. The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that pump module s/n (B)(4) was programmed at 10:15 am on (B)(6) 2017 and was only used to infuse a basic primary infusion at rates of 70ml/hr, 140ml/hr, 279ml/hr and 588ml/hr. There is no entry in any of the device's event or error logs that would confirm the pcu screen going blank. Functional testing of the pcu was not able to replicate a blank screen. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies observed with the primary set and there were no leaks observed during testing. The root cause of the reported blank screen and overinfusion was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pcu screen went blank causing the lvp to continue to deliver the infusion of immune globulin (gamunex 10%) 50 gm, thereby causing an over infusion.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pcu screen went blank causing the lvp to continue to deliver the infusion of an unknown medication causing an over infusion. There was no report of patient harm.